Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads exhibited noise oversensing. The ra lead noise was reproducible with pocket manipulation during a recent in-clinic interrogation; while the rv lead noise was observed during a recent remote transmission. No changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.